Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer did not remember when the last set change occurred. The reservoir went empty. The reason customer was hospitalized for high blood glucose and diabetic ketoacidosis is she had a set that she had not changed out for at least 5 days per husband. Troubleshooting was performed. Insulin concentration, basal rates/times, bolus history, alarm history, programming was correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducteed high pressure test and pump alarmed within specifications.